Event description:
It was reported that during a laparoscopic cholecystectomy the device was jammed and the device would not open. They manually opened the device by pulling the triggers and continued the procedure with a second device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.